Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patients receiver gave him a high alert and showed high, so he took 3 injections of insulin. After that, he lost consciousness; his spouse came home and found him unconscious with the receiver still showing high, so she did not have any information on how long he had been passed out after dosing insulin. No other symptoms were reported. She called 911 and, while waiting, checked the patient's bg which was 37 mg/dl. The patient regained consciousness at the hospital after treatment by the paramedics with IV glucose. No information was provided regarding treatment provided in the hospital. He was hospitalized from 9:30 am to 2:00 pm, then discharged home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.